Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an ablation procedure, many overlapping cycles were performed. However, the last cycle was interrupted by a red general warning. The setup was done correctly and switched off and on again but did not lead to a solution. The last cycle of ablation and track ablation of respective puncture could not be completed. There was no bleeding or other further immediate complications.

Manufacturer narrative:
One cagen1 generator and one capump were received for evaluation. The customer reported that the last cycle was interrupted with a red triangle warning. The reported condition was confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during an ablation procedure, many overlapping cycles were performed. However, the last cycle was interrupted by a red general warning. The setup was done correctly and switched off and on again but did not lead to a solution. The last cycle of ablation and track ablation of respective puncture could not be completed. There was no bleeding or other further immediate complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.